Event description:
It was reported that there was a "pump malfunction on screen." There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.